Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported that they used to charge their ins twice a week, but they noticed since about 3 weeks ago, they would need to charge their ins everyday now. Patient stated they had no problems charging and are not seeing any messages while charging, it was just the fact that they would need to charge more frequent now. Agent reviewed charging frequency with patient and redirected patient to their healthcare professional (hcp). Patient stated that they were no longer were seeing a pain doctor; agent sent patient an email with physician listings.